Event description:
It was reported that a fibrin formation was observed approximately one month post iol implant in the pt's left eye. The pt's current bcva is 0.07. The pt's preoperative bcva was 0.2. There was no reported complications during implant procedure. The pt was compliant with the post op anti-inflammatory and antibiotic regimen.

Manufacturer narrative:
Investigation of this event is in progress. Additional information will be submitted in the supplemental report within 30 days upon receipt. Note: the initial MDR was submitted on 11/23/2011; however, it was inadvertently submitted under the incorrect MDR # 1119272-2011-00235 instead of the correct MDR # 1119279-2011-00235. The initial MDR is thereby re-submitted with the correct MDR # 1119279-2011-00235.